Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Found issue with the foot switch. The intermittency of the pedal caused the registering delay issues. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The cable foot switch was returned for hardware analysis. It was found that when connected to a known good system the foot switch was found to be fully functional. The switch actuated whenever the pad was pressed from any angle. No fault found.

Event description:
A medtronic representative reported that during a cranial biopsy, they were having difficulty registering the patient with the navigation system. They had attempted tracer about 20 times and were unable to get it to pass. They attempted to use another navigation system at the site as well without success. They were finally able to pass a tracer registration after an hour. This caused a delay to the procedure of more than one hour. There was no impact on patient outcome.